Event description:
It was reported that the ilet issued alert 38 that resolved after supply changes, followed by recurrent alert 60 indicating a restart/bluetooth communications error, after which the user disconnected and used multiple daily injections. A guided restart did not resolve the recurrent error, and the device was shut down with replacement arranged. No reported adverse physiological effects and no impact to blood glucose. Outcomes included temporary interruption of ilet therapy with continued cgm use and instruction on insulin and disconnection intervals. Investigation included customer support troubleshooting, user education on shutdown, data sync guidance, collection of device identification, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.